Event description:
A center director reported that four months following bilateral lasik, the patient reported light sensitivity, dryness and halos in both eyes. In a follow up, the director reported that the patient was treated with preservative-free artificial tears. At the patient's last visit, all symptoms were improving. Per the director, the surgeon expects the event to resolve with the treatment. No further information is expected. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).